Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of constant alarm was not verified. The event log did show the error 7 times for no disposable alarms. Three other alarms are recorded two high pressure and one upstream occlusion. The downstream occlusion sensor will be replaced as a precaution and upstream occlusion sensor was calibrated. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump has constant alarm. No reported adverse effects.